Event description:
One touch meter kept giving the 'three dashes' on the display. Medical affairs specialist called and left a message for the pt. A letter will be sent there was no response. During troubleshooting, it was verified that this was not a new product. The meter options were reset, but the 'three dashes' appeared on the display. Therefore, the issue was not resolved with troubleshooting. The pt had cramps and diarrhea at the time of concern and was taken to the hosp and given insulin. However, there is no further info regarding the hosp visit or the treatment given. The attempt was made to contact the pt to obtain further info. There is insufficient info regarding the events that led to the symptoms and the hosp visit. It is unk as to how long the pt had this issue with the meter and if she had attempted to test on the meter while experiencing the symptoms. Her diabetes medication regimen is also not provided. Based on the info provided, there is an indication that the product has malfunctioned since the meter issue was not resolved with troubleshooting. However, due to insufficient info, it cannot be concluded that the product caused or contributed to any injury. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the pt.